Event description:
It was reported that when the device was used during an unknown procedure, a staple left in the device, after a successful cut and staple, caught the suture line and pulled it apart. Another device was used to complete the case. There were no further consequences to the pt.